Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the intraocular pressure was unstable during a procedure. The customer clamped the infusion line and replaced the product to complete procedure with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed; this is the eighth complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Two wet returned cassettes were received and visually inspected. A crack was observed on the port of the yellow stopcock which was connected to the infusion manifold tubing set and infusion cannula, for sample 1. No obvious defects were observed on sample 2. The crack appeared to consistent with cracks that occur as a result of over-torqueing during connection of the device. Sample 2 was functionally tested and could prime, tune and pass intraocular pressure (iop) calibration successfully. No air leak was detected from the infusion air line during priming process. Fluid was able to flow from the bottle to the drain bags. The infusion, irrigation, and aspiration pressure rate were within specification. No message code appeared on the screen. Sample 1 was tested with the cracked yellow stopcock and during the priming sequence leakage occurred from the yellow stopcock. The yellow stopcock was removed and tested again. The sample could prime, tune and pass iop calibration successfully. No air leak was detected from the infusion air line during priming process. Fluid was able to flow from the bottle to the drain bags. The infusion, irrigation, and aspiration pressure rate were within specification. No message code appeared on the screen. Analysis of sample 1 found leakage from the yellow stopcock. A crack was found at the yellow stopcock port which appeared to be consistent with damage as a result of over-torqueing during connection of the device. However, with the information available, the root cause of the customer's event could not be conclusively determined as visible leakage was not reported and this issue would likely have been identified during priming. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4)